Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information unknown at the time of the initial medwatch. There are warnings in the package insert stating this type of event can occur. Under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2010. Legal counsel further reports patient underwent a left revision procedure on (B)(6) 2013 due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records reveals the left hip revision procedure performed on (B)(6) 2013 was due to loosening of the acetabular cup. The operative report notes the presence of clear, yellow fluid and scar tissue within the joint, as well as sclerotic bone and protrusio deformation of the acetabulum. The operative further notes the acetabular cup and liner, and the modular head were removed and replaced.

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2010. Legal counsel further reports patient underwent a left revision procedure on (B)(6) 2013 due to patient allegations of pain. No revision for the right hip has been reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.